Event description:
It was reported that a patient experienced an atrioventricular (av) block . During a procedure to treat premature ventricular contractions a fapapoint df curve - us catheter was selected for use. However, the patient went into an av block. The patient was transferred to the cardiovascular intensive care unit for close monitoring and has not been discharged from the hospital. No device issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed. It was further informed that; the patient's av node did not recover following the procedure, and the patient required pacemaker implantation the next day. Ablation was performed in the right ventricle, with one ablation conducted near the av node, after which av block was observed, while additional ablations were performed to treat pvcs. No documented preexisting av node disease was reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.